Manufacturer narrative:
Initial trend analysis for lot 50443 was conducted, no malfunctions were found. This is the only complaint for lot 50443. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports dull needles from lot number 50443.

Event description:
End user reports dull needles from lot number 50443.

Manufacturer narrative:
Initial trend analysis for lot 50443 was conducted, no malfunctions were found. This is the only complaint for lot 50443. Inconclusive and insufficient information provided. Based on trend analysis and DHR, no product deficiency.